Event description:
It was reported that the customer experienced low blood glucose and the sensor did not warn that her blood glucose was dropping. Customer's blood glucose was 40 mg/dl. Customer treated with food. Customer mentioned also that she removed the sensor due to it hurt and uncomfortable. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.